Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2023, the patient underwent hallux rigidus correction of the right 1st mtpj with cartiva implant and was revised on (B)(6) 2024, due to pain and subsidence.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Correction d4 lot: updated to unknown. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2023, the patient underwent hallux rigidus correction of the right 1st mtpj with cartiva implant and was revised on (B)(6) 2024 due to pain and subsidence.